Event description:
Device 1 of 4 reference MFR. Report#: 1627487-2018-08582, 1627487-2018-08584, 1627487-2018-08586. Follow up revealed that the patient's lead was explanted and a new scs system was implanted, which addressed the issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR. Report #: 1627487-2018-08582, 1627487-2018-08584, 1627487-2018-08586. It was reported that the patient was experiencing discomfort (sore to the touch) at the trial lead site, after an attempt for removal was unsuccessful by the physician. Reportedly, the physician cut the lead at the exit site but was unable to remove it. The next course of action was undetermined at this time.